Event description:
Patient underwent an axillo-femoral vascular bypass on (B)(6) 2010. It was reported a per-operative bleeding and a post-operative drainage performed during three weeks to evacuate periprosthetic fluid collection. It was reported that physician finally removed the graft and replaced it by another graft on (B)(6) 2010. Patient was reported to be currently in a good health condition.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. The involved graft was sent to an outside laboratory for scanning electron microscopy analysis and histopathological analysis. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of five products coated on the same day as the complaint device indicated values well within product specifications. One product coated the same period, under the same conditions as the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn until the graft evaluation is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant information.